Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was in original package. Set was placed on machine for priming and run with no alarms noted. Set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set, cycle power off and on to a system error 2367, cycle power off and on to press go to start prompt. I explained the alarms and caregiver (cg) stated no leaks in the bags connected, hp did not disconnect, spare line clamps closed. The tsr explained to discard all supplies and to report alarms to nurse next morning. The hp would finish tonight's therapy manually. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6)-2012. The cg stated the following: the cause was unknown and new supplies were used to clear the alarm. The sample was discarded and a companion sample was available and requested. The patient was currently in hospice and not doing well.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.